Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross connect access solution kit for faradrive was selected for use for a pulmonary vein isolation and atrial flutter ablation procedure. During the procedure, the physician inserted the pigtail guidewire into the patient and advanced it up to the superior vena cava (svc). They then shaped the dilator and sheath without the guidewire inside and began advancing them over the guidewire. While advancing, the dilator and sheath became stuck. When they attempted to pull the guidewire out, it kept popping the dilator out of the faradrive sheath. Therefore, they removed the guidewire, dilator and sheath altogether from the patient. Next, they switched the guidewire for a normal 0.035 j tip guidewire which had no issues being advanced into the svc, and no issues with the dilator and sheath. When attempting to exchange the guidewire for the versacross rf wire, which got stuck at the kink and could not be advanced. A new kit was then opened, and the procedure was completed successfully. No patient complications were reported. Product is available for return. The user also mentioned that the pigtail guidewire is difficult to move inside the dilator compared to a j tip 0.035 guidewire, and that it feels as if the guidewire is covered in contrast. They also stated that they felt the guidewire was not as stiff as it normally is.

Event description:
It has been reported that a versacross connect access solution kit for faradrive was selected for use for a pulmonary vein isolation and atrial flutter ablation procedure. During the procedure, the physician inserted the pigtail guidewire into the patient and advanced it up to the superior vena cava (svc). They then shaped the dilator and sheath without the guidewire inside and began advancing them over the guidewire. While advancing, the dilator and sheath became stuck. When they attempted to pull the guidewire out, it kept popping the dilator out of the faradrive sheath. Therefore, they removed the guidewire, dilator and sheath altogether from the patient. Next, they switched the guidewire for a normal 0.035 j tip guidewire which had no issues being advanced into the svc, and no issues with the dilator and sheath. When attempting to exchange the guidewire for the versacross rf wire, which got stuck at the kink and could not be advanced. A new kit was then opened, and the procedure was completed successfully. No patient complications were reported. Product is available for return. The user also mentioned that the pigtail guidewire is difficult to move inside the dilator compared to a j tip 0.035 guidewire, and that it feels as if the guidewire is covered in contrast. They also stated that they felt the guidewire was not as stiff as it normally is. It was further confirmed that the device used was the versacross rf wire. The physician introduced the versacross rf wire into the groin in order to have less exchanges. The wire was kinked (issue not noted prior to be inserted in the patient) and got damaged and caused the versacross dilator and sheath to not glide over it.

Manufacturer narrative:
Due to additional information received, this report is being submitted to update the fields 'describe event or problem' (b5) in section b. Adverse event/product prob, device codes (f10) in section f for use by uf/importer, and device codes (h6) in the section h device manufacturers only. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross connect access solution kit for faradrive was selected for use for a pulmonary vein isolation and atrial flutter ablation procedure. During the procedure, the physician inserted the pigtail guidewire into the patient and advanced it up to the superior vena cava (svc). They then shaped the dilator and sheath without the guidewire inside and began advancing them over the guidewire. While advancing, the dilator and sheath became stuck. When they attempted to pull the guidewire out, it kept popping the dilator out of the faradrive sheath. Therefore, they removed the guidewire, dilator and sheath altogether from the patient. Next, they switched the guidewire for a normal 0.035 j tip guidewire which had no issues being advanced into the svc, and no issues with the dilator and sheath. When attempting to exchange the guidewire for the versacross rf wire, which got stuck at the kink and could not be advanced. A new kit was then opened, and the procedure was completed successfully. No patient complications were reported. Product is available for return. The user also mentioned that the pigtail guidewire is difficult to move inside the dilator compared to a j tip 0.035 guidewire, and that it feels as if the guidewire is covered in contrast. They also stated that they felt the guidewire was not as stiff as it normally is. It was further confirmed that the device used was the versacross rf wire. The physician introduced the versacross rf wire into the groin in order to have less exchanges. The wire was kinked (issue not noted prior to be inserted in the patient) and got damaged and caused the versacross dilator and sheath to not glide over it.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the versacross rf wire was visually inspected and noted to have multiple kinks along its shaft. No issues were noted with the versacross rf wire distal tip or proximal end. Also, the device passed the dimensional test, since the shaft outer diameter was within specifications near kinks. The reported allegations are confirmed based on the returned product.